Manufacturer narrative:
No device analysis was performed as the device remains implanted. A conclusive cause for the reported patient effect(s), and relationship to the product cannot be determined. There is no indication of a device issue.

Event description:
Additional information received indicated to address the issue, the physician adjusted the ipg within the existing pocket, pain has reportedly resolved.

Event description:
Surgery took place on (B)(6) 2019.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention may occur later to address the issue.